Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded within the lumen of the left') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nabothian cyst. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and underwent endometrial ablation ("ablation"). The patient was treated with surgery (laparoscopic abdominal hysterectomy and bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the embedded device and endometrial ablation outcome was unknown. The reporter considered embedded device and endometrial ablation to be related to essure (ess205). The reporter commented: sectioning the left fallopian tube reveals a pinpoint lumen. Embedded within the lumen of the left fallopian tube at the comu of the uterus is a silver metallic coiled ligation device. Sectioning the right fallopian tube reveals a pinpoint lumen. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2020: b. Endometrial cavity with changes consistent with previous ablation procedure. C. Left fallopian tube with no significant pathologic findings. D. Right fallopian tube with paratubal cysts. E. Bilateral ovaries with no significant pathologic findings. Sectioning the left fallopian tube reveals a pinpoint lumen. Embedded within the lumen of the left fallopian tube at the comu of the uterus is a silver metallic coiled ligation device. Sectioning the right fallopian tube reveals a pinpoint lumen. Embedded within the lumen of the tight fallopian tube at the cornu of the uterus is a silver metallic coiled ligation device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded within the lumen of the left') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nabothian cyst. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and underwent endometrial ablation ("ablation"). The patient was treated with surgery (laparoscopic abdominal hysterectomy and bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the embedded device and endometrial ablation outcome was unknown. The reporter considered embedded device and endometrial ablation to be related to essure (ess205). The reporter commented: sectioning the left fallopian tube reveals a pinpoint lumen. Embedded within the lumen of the left fallopian tube at the comu of the uterus is a silver metallic coiled ligation device. Sectioning the right fallopian tube reveals a pinpoint lumen. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2020: endometrial cavity with changes consistent with previous ablation procedure. Left fallopian tube with no significant pathologic findings. Right fallopian tube with paratubal cysts. Bilateral ovaries with no significant pathologic findings. Sectioning the left fallopian tube reveals a pinpoint lumen. Embedded within the lumen of the left fallopian tube at the comu of the uterus is a silver metallic coiled ligation device. Sectioning the right fallopian tube reveals a pinpoint lumen. Embedded within the lumen of the tight fallopian tube at the cornu of the uterus is a silver metallic coiled ligation device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: medical record received. Reporter, concomitant condition, date of birth and lab data were added. Event embedded within the lumen of the left and right fallopian tube was added, case become serious incident, removal date and surgery details were added. Rcc note added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.